Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. The customer did not return a sample; complaints of a similar nature have been received. The root cause of the customer's complaint is a change that occurred during the supplier's manufacturing process. The supplier added another ring to the syringe stopper (grommet) causing the plunger stopper to feel harder to push. An action has been opened to address the supplier related issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the hydrodisection portion of a cataract procedure on the left eye, the 3cc syringe had resistance which caused the surgeon to push harder on the syringe. Fluid rushed into the eye and pushed the nucleus into the back of the eye. The patient had to return for a pars plana vitrectomy and lensectomy three days later. The surgeon reported that the patient issue has resolved with treatment. No further information is expected.